Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering as well as insulin pump had stuck button alarm. The customer blood glucose level was 374 mg/dl. The customer was assisted with troubleshooting. The customer was treated by insulin pump. Customer states they did not press a button down for three minutes or longer. Customer stated they were able to clear the stuck button alarm right after incident occurred. Customer stated that they remove the battery and replace it out. Customer had already inserted a brand new battery on the insulin pump. Customer did not receive a battery failed alarm. Customer stated their blood glucose was high and believes their insulin pump was not delivering insulin. Customer alleging possible insulin pump under delivery because the customer had been bolusing with insulin pump but their blood glucose continues to go. Customer reports insulin exited at the quick release. Customer stated they remove the infusion set from body and cannula was bent. The device will be returned for analysis.